Manufacturer narrative:
(B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that there was pain at the pocket site and a lack of efficacy. It was unknown what led to the event. The patient noticed pain and a lack of efficacy months ago but was not sure what led to the event. The rep completed an impedance check and battery check on (B)(6) 2015. No impedances and the battery capacity was at 28-47%. The health care professional (hcp) completed a lead revision, battery replacement, and pocket revision on (B)(6) 2015. The issue was resolved at the time of the report. It was further reported that the hcp checked the impedances in his office prior to the revision on (B)(6) 2015 and 7 were out of range. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.